Event description:
Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. A correction injection was administered to address the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.